Manufacturer narrative:
On 22 july 2016 the medical affairs director performed a clinical evaluation and commented as follows: same-day revision on a cementless tha due to shortening of the limb. This must be considered a technical problem unrelated to the implanted devices. Batch reviews performed on 25 july 2016. (B)(4). On 25 july it was prepared a final report with the information submitted in this initial report. On the same date the report was sent to the initial reporter and the case was closed.

Event description:
After the primary surgery, the surgeon felt that the patient was shorter than anticipated. The surgeon decided to revise the hip immediately (stem, liner and head were revised). The surgery was completed successfully. X-rays are available. Explants are not available.